Event description:
It was reported that the keypad of a pump is physically damaged. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. When the #1 key is pressed "16" will be displayed. When in alphabetical mode and the "abc" key is selected, "ap" will be displayed interfering with the mdl drug search). The device was determined to not be operating within spec in relation to the reported symptom. The keypad was replaced and the device returned to the customer. Baxter has initiated a CAPA to further investigate the reported event.